Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had 2 motor error alarms on the insulin pump. Customer stated that she received both alarms while she was hooked up to the pump. Customer was not doing anything specific with her pump at the time. Customer was using the pump to calculate bolus amounts only and reverted to multiple daily insulin injections. Customer stated that 2 days later, she received a failed battery test alarm. Customer has been receiving a battery out limit alarm after battery changes. Customer was also experiencing a blank display after finally getting a battery to work on the pump. Customer stated that 2 hours later, the display was blank. Customer does not use the sensor feature on the pump. Customer stated that they are able to complete the rewind sequence. Troubleshooting was performed and the customer stated that the display did not return. Customer was advised that the pump will need to be replaced and to revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received to prime unit during prime/a33 test due to faulty force sensor resistor. No motor error alarms were noted, the motor was tested outside the device and passed, the insulin pump also passed basic occlusion test and displacement test. The insulin pump was monitored and no blank display anomalies, no unexpected battery out limit alarms or failed battery test alarms were noted. The insulin pump powered up properly after battery installation and received with operating currents within specification. No damage was found on the lcd isolation tape noted. The insulin pump has corroded battery tube, cracked case at the display window corners, cracked battery tube threads and minor scratched display window.